Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the subject meter started reading inaccurately in (B)(6) 2015, when she obtained alleged inaccurately erratic blood glucose results of 150 and 210 mg/dl within 20 minutes of each other. Based on statistical methodology, the calculated difference between these blood glucose results falls outside lfs criteria for precision. The patient manages her diabetes with insulin pump therapy. She reported that after obtaining the alleged inaccurate results, she continued with her usual diabetes management routine (including sliding scale). She claimed that in (B)(6) 2015, after the start of the alleged issue, she developed symptoms of shaky, blurry vision, numbness in fingers and fatigue. She reported that during a doctor's office visit in (B)(6) 2015, she received advice from a healthcare professional to speak to her diabetic educator and then to contact lfs. She denied using any other device to test her blood glucose levels. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure and the patient's blood glucose results had been taken from the same approved sample site. The cca noted that the patient's test strips had been stored correctly and the test strip vial was not cracked or broken. The patient described the correct testing steps. The cca walked the patient through a control solution test and the result fell outside the expected range. The issue remained unresolved. This complaint is being reported because the patient allegedly obtained inaccurate results on the subject meter, administered medication based on the results and reportedly developed symptoms suggestive of an acute diabetes excursion after the meter issue began.